Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The tps micro driver was sent in for service and it ran on it ran while in safe mode during the performance testing. No adverse event was associated with the device.